Event description:
It was reported the customer had a test failure alarm on their insulin pump. The customer's blood glucose was 113 mg/dl. Troubleshooting found the insulin pump passed a displacement test. The customer also stated their temp basal was not programmed before the alarm occurred. Insulin pump also passed a self test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.